Event description:
As reported via the excellent study, a 67-year-old male patient (subject (B)(4) with a history of positive covid-19, hyperlipidemia, and hypertension, presented with a stroke on an unknown date/time. The patient presented with the first symptoms on (B)(6) 2022. The patient first presented to the hospital on (B)(6) 2022 with an nih score of 5, and an mrs score of 1. The suspected origin of the embolism was of undetermined etiology. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The patient underwent an endovascular mechanical thrombectomy of the left m1 segment of the middle cerebral artery on (B)(6) 2022 and experienced a subarachnoid hemorrhage (sah) on the same date. The principal investigator assessed this event as moderate in severity, not related to the embotrap device, or the large bore catheter, but probably related to the primary procedure. The patient has not recovered, and the event has not been resolved. The procedure was performed via femoral access and the cerenovous neurothrombectomy device was attempted to be used as the first line of treatment in this subject for intracranial clot removal. Intracranial target lesion stenting and intracranial target lesion angioplasty were performed after the first thrombectomy pass. The pre-pass mtici score was 0. The first and second passes were made using a 5 mm x 37 mm embotrap iii device (et307537/22b080av) in the left m1 segment of the middle cerebral artery. A 0.021 trevo microcatheter (stryker), embovac/cerenovus large bore catheter (ic71132ca/30823354), and an axs infinity plus long sheath (stryker) were used during the procedure. The post-pass mtici score was 3 with no clot retrieval. No further passes were done. On (B)(6) 2022 the patient experienced re-occlusion of the left m1 segment. The principal investigator assessed this event as severe in severity, serious (permanent impairment of a body structure or a body function including chronic diseases & medical or surgical intervention to prevent life-threatening illness or injury, or permanent impairment to a body structure or a body function), not related to the embotrap device, or the large bore catheter, or the primary procedure. The patient has not recovered, and the event has not been resolved. This event was medically treated. In addition, thrombectomy and stenting were performed. The patient was discharged to hospice on (B)(6) 2022 with an nih score of 18, and an mrs score of 5.

Manufacturer narrative:
Product complaint # (B)(4). Patient identifier: (B)(6). The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 30823354 number, and no non-conformances related to the malfunction were identified. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2022-00864 and 3011370111-2022-00119. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: modified information received on 20-dec-2022. ER the case report forms (crf¿s) the outcome for the events of re-occlusion m1 left and subarachnoid hemorrhage was entered as fatal with an end date of (B)(6) 2022. Complaint conclusion: as reported via the excellent study, a 67-year-old male patient (subject (B)(6)) with a history of positive covid-19, hyperlipidemia, and hypertension, presented with a stroke on an unknown date/time. The patient presented with the first symptoms on (B)(6) 2022. The patient first presented to the hospital on (B)(6) 2022 with an nih score of 5, and an mrs score of 1. The suspected origin of the embolism was of undetermined etiology. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The patient underwent an endovascular mechanical thrombectomy of the left m1 segment of the middle cerebral artery on (B)(6) 2022 and experienced a subarachnoid hemorrhage (sah) on the same date. The principal investigator assessed this event as moderate in severity, not related to the embotrap device, or the large bore catheter, but probably related to the primary procedure. The patient has not recovered, and the event has not been resolved. The procedure was performed via femoral access and the cerenovous neurothrombectomy device was attempted to be used as the first line of treatment in this subject for intracranial clot removal. Intracranial target lesion stenting and intracranial target lesion angioplasty were performed after the first thrombectomy pass. The pre-pass mtici score was 0. The first and second passes were made using a 5 mm x 37 mm embotrap iii device (et307537/22b080av) in the left m1 segment of the middle cerebral artery. A 0.021 trevo microcatheter (stryker), embovac/cerenovus large bore catheter (ic71132ca/30823354), and an axs infinity plus long sheath (stryker) were used during the procedure. The post-pass mtici score was 3 with no clot retrieval. No further passes were done. On (B)(6) 2022 the patient experienced re-occlusion of the left m1 segment. The principal investigator assessed this event as severe in severity, serious (permanent impairment of a body structure or a body function including chronic diseases & medical or surgical intervention to prevent life-threatening illness or injury, or permanent impairment to a body structure or a body function), not related to the embotrap device, or the large bore catheter, or the primary procedure. The patient has not recovered, and the event has not been resolved. This event was medically treated. In addition, thrombectomy and stenting were performed. The patient was discharged to hospice on (B)(6) 2022 with an nih score of 18, and an mrs score of 5. Modified information received on 20-dec-2022 was reviewed. Summary of the information provided: per the case report forms (crf¿s) the outcome for the events of re-occlusion m1 left and subarachnoid hemorrhage was entered as fatal with an end date of (B)(6) 2022. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 30823354 number, and no non-conformances related to the malfunction were identified. Subarachnoid hemorrhage & arterial occlusion are known potential complications associated with the use of the embotrap iii revascularization device and the embovac aspiration catheter and are mentioned in the instructions for use (IFU) as such for each device. Per the information provided, the device performed as intended, and no new patient consequences have occurred related to the use of the device. The principal investigator assessed the event ¿subarachnoid hemorrhage¿ as not related to the embotrap device or the large bore catheter, but probably related to the primary procedure. However, the event occurred on the same day as the procedural use of the devices and the relationship of the embotrap iii and embovac devices to the reported event cannot be excluded. The principal investigator assessed the event ¿re-occlusion of the left m1 segment¿ as not related to the embotrap device, the large bore catheter, or the primary procedure. The relationship of the embotrap iii and embovac devices to the reported event cannot be excluded. In addition, the modified information received on 20-dec-2022, the outcome of the adverse events was fatal. Therefore, these events are considered serious and MDR reportable. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint#: (B)(4). Section b5: additional information from the excellent clinical team was received on 14-nov-2023 and 15-nov-2023. Summary: for subject: (B)(6), information regarding the ¿cec adjudication ¿ general¿ was entered into the crf for adverse event ¿re-occlusion m1 left.¿ per the crf, the adverse event does meet reporting criteria. The event resulted in death, prolonged hospitalization, and a medical-surgical intervention. The event was assessed as not related to the embotrap device, not related to the large bore catheter, but possibly related to the primary study procedure. It was further commented, ¿possible: in the presence of hi2, ph1, rph, ivh, sah, sdh even if ischemic infarct may have contributed predominantly to the deterioration.¿ no other adverse events were entered into the clinical database. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.